Event description:
Synthes (B)(6) service and repair coordinator reported that during orif of a distal femur lower trigger of the unit was stuck keeping the unit in running mode. There was 2-3 minutes delay to get a new unit. Patient is fine. Procedure was completed successfully without any medical intervention required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes (B)(6) service and repair coordinator reported complaint late. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The lot number cannot be confirmed for this device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.